Event description:
On (B)(6) 2009, the pt reported she received an e10 (cartridge error) on her insulin infusion device while changing the cartridge. She stated this is the third time this has happened and that her device "doesn't sound right". She stated she changed her device battery last week. She was instructed to reinsert the battery and to try to complete the "change cartridge" process. The piston rod was at the bottom and her device continued to display "returning piston rod" for a long time. She was instructed to change the battery which she did. She again tried to complete the "change cartridge" process with the same results and she stated her device was making a "funny noise". She will switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.